Manufacturer narrative:
Followup MDR submission for device evaluation: three samples model 20038e lot 23045402 were returned for investigation. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Each sample had 3 lumens with smartsites. Each smartsite was connected to a cut of bd syringe and a fluid path was seen in all lumens. A 10 ml bd syringe was then connected to all lumens and all samples were successfully flushed. The customer complaint that they were unable to flush one of the lumens was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20038e lot number 23045402 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information: material#: 20038e, batch#: 23045402. It was reported by the customer that in the last 24 hours they have noticed that extension sets ( details below) have had some process related changes in their ability to have each lumen flushed while priming the 3 way extensions. Specifically one of the three lumens is unable to be flushed with a 10ml luer lock saline syringe before the end cap on the device is removed. They have traditionally been able to flush all three ports on these devices without any manipulation of the end cap or saline syringes used to flush them. Verbatim: to whom it may concern: I am a ICU nurse educator at (B)(6). In the last 24 hours we have noticed that extension sets ( details below) have had some process related changes in their ability to have each lumen flushed while priming the 3 way extensions. Specifically one of the three lumens is unable to be flushed with a 10ml luer lock saline syringe before the end cap on the device is removed. We have traditionally been able to flush all three ports on these devices without any manipulation of the end cap or saline syringes used to flush them. When this issue was brought to my attention, I did confirm that I could not flush all three ports at first with the end cap attached, however of the 4/5 devices that were given to me to check with reports that they did not flush, I had to do 1 of two things to have the ports be able to flush. 1. Remove the end cap, then was able to flush the third port without manipulating the flush syringe attached to the 3-way lumen or 2. Remove the end cap, and the 10 ml ns flush syringe, re-attach, and then flush. Can you confirm that the extension sets should be able to be primed with ns flushes with the cap on as we have previously been able to do ( for at least 2 years) , or if there is another suggested process for priming them that we are not in compliance with. Response received on 25-oct-2023. Incident date would be within a 24 hour-48 hour period of when the complaint was issued from myself. The total quantity of the sets affected that were brought to my attention were per my email-5. No more sets were brought forward with the problem after I submitted my complaint. As far as I am aware, there is no tape on this product when it is removed from the package. This problem did not reach any patients.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one of the three lumens on the bd alaris¿ smartsite¿ extension set was occluded during the flush. This occurred with 5 extension sets. The following information was provided by the initial reporter: "I am a ICU nurse educator at xxx in north vancouver. In the last 24 hours we have noticed that extension sets... Have had some process related changes in their ability to have each lumen flushed while priming the 3 way extensions. Specifically one of the three lumens is unable to be flushed with a 10ml luer lock saline syringe before the end cap on the device is removed. We have traditionally been able to flush all three ports on these devices without any manipulation of the end cap or saline syringes used to flush them. When this issue was brought to my attention, I did confirm that I could not flush all three ports at first with the end cap attached, however of the 4/5 devices that were given to me to check with reports that they did not flush, I had to do 1 of two things to have the ports be able to flush. 1. Remove the end cap, then was able to flush the third port without manipulating the flush syringe attached to the 3-way lumen or 2. Remove the end cap, and the 10 ml ns flush syringe, re-attach, and then flush."